Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the pacemaker and right atrial (ra) lead exhibited high capture threshold, resulting in loss of capture which maintained a high voltage. The pacemaker was explanted and replaced with a leadless pacemaker, while the ra lead was capped on (B)(6) 2026. The patient remained stable throughout the procedure.